Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the als set dc 20dp 3ss ckvlv low srb dehp f experienced component separation and leakage. The following information was provided by the initial reporter: material #: 24600-0007, batch/ lot #: 20075881. Device operator describes the drip chamber came off of bag spike while compounding. Dexrazoxane leaked everywhere. No harm to patient. Did not send/keep product as it was covered in drug that was dangerous.

Event description:
It was reported that the als set dc 20dp 3ss ckvlv low srb dehp f experienced component separation and leakage. The following information was provided by the initial reporter: material #: 24600-0007, batch/ lot #: 20075881. Device operator describes the drip chamber came off of bag spike while compounding. Dexrazoxane leaked everywhere. No harm to patient. Did not send/keep product as it was covered in drug that was dangerous.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of drip chamber separation from spike could not be verified due to the product not being returned for failure investigation. A device history record review for model 24600-0007, lot number 20075881 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - leak with lot #20075881 regarding item #24600-0007.